Event description:
It was reported that asymptomatic patient presented in-clinic for follow-up with episodes of auto mode switch due to far r-wave oversensing. Programming changes were made. Patient condition is good.